Event description:
It was reported that, during a navio-assisted tka case, after created the 3d tibial mesh, when the model was rotated the mesh disappeared just leaving the data points. When solid surface was pressed the mesh did not reappear, the only way to do this is by adding more data points. The user added more data points and the case was resumed without any delay. The patient was not harmed.

Manufacturer narrative:
The device was being used during treatment when the green dots appeared but no mesh was generated. The functional evaluation on the case was performed on an in-house system. The DHR was reviewed for software version 6.0 and it has been validated. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Functional evaluation of the case confirmed that the mesh generation problems had occurred due to the first points of the free collection had been collected away from the bone. The root cause of the issue was due to a software failure.